Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the stent dislodged in the femoral artery. The physician was attempting to implant the taxus express2 3.0x24mm drug eluting stent into the non-tortuous rca. The stent would not cross the lesion and while pulling the catheter back, the stent was dislodged from the balloon in the femoral artery. The pt was then brought to surgery and the stent was removed from the femoral artery. Pt was reported to be in stable condition.